Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, an unknown side rupture. Patient later reported, "left implant ruptured". Device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear) opening and broken assessed as surgical damage. Shell thickness was within specification). ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device.

Event description:
Patient reported an unknown side rupture. Patient later reported "left implant ruptured". Healthcare professional later reported an exchange due to concerns with the product. Device has been explanted.

Event description:
Patient reported an unknown side rupture. Patient later reported "left implant ruptured". Healthcare professional later reported an exchange due to concerns with the product. Device has been explanted.